Event description:
The customer states that a physician is questioning the following results on a male patient diagnosed with acute lymphoblastic leukemia: 2009: all hepatitis markers are non-reactive. At an approximately one month later: axsym core = reactive, axsym ausab = reactive. Each date represents a new sample. There is no information regarding any treatment provided based on these results. Controls have been within specification. The issue is whether the ausab result (anti-hbs) is a false reactive result. The patient's physician is concerned because if the results were initially non-reactive, then the incubation time for them to become reactive is not sufficient in regards to what subsequent results are being generated. Controls have been within specifications. There is no information regarding any treatment given to this patient based on these results.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A review of patient sample storage conditions at this customer site found that some patient samples are stored at room temperature for 12 hours before they are tested. The abbott customer technical advocate reviewed the axsym analyzer's message history log and found some level sense errors had been generated. An abbott field service representative (fsr) cleaned and adjusted the sample probe arm assembly and the fmi (bulk solutions) pump to resolve the issue. The fsr performed verification tests after the service was performed. Subsequent instrument operations and test results were acceptable. The axsym system operation manual (list no. 9a26-06), the ausab package insert (B)(4) and the axsym core 2.0 package insert (B)(4) were reviewed and were found to contain the appropriate information on specimen collection and preparation, cautions and limitations of the procedure and instrument operations. A complaint and service history review found no additional instances of axsym plus (B)(4) generating inconsistent results since the fsr serviced the analyzer on (B)(6) 2009. A malfunction of the axsym analyzer was identified. The investigation indicated inconsistent patient results were most likely caused by a malfunctioning sample probe arm assembly and fmi pump. The improper storage temperature of the patient samples could also have contributed to the inconsistent results generation. The actual cause of the inconsistent results generation could not be determined with the available information. The axsym plus analyzer has not generated inconsistent results since the fsr cleaned and adjusted the sample probe arm assembly and the fmi pump. Based on the available information and this evaluation, no deficiency was identified for the axsym plus analyzer, the sample probe arm assembly, or the fmi pump related to the issue under investigation. This is a final report.